Event description:
The customer returned the device stating, ¿the device encountered a syringe error¿; during device evaluation the issue was confirmed due to a faulty potentiometer position sensor. There was no patient involvement or harm.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device encountered a syringe error" was confirmed. The probable cause was a faulty potentiometer position sensor and was therefore replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.